Event description:
It was reported that an unknown patient underwent an uknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve was defective causing a leak. The operator could not insert the dilator inside the sheath. Defective valve, the dilator did not pass and the water leaks. There were no patient consequences. The resistance did not result in any damage to dilator. The dilator could not enter the sheath. They did not use the sheath as the doctor could not insert the dilator. No patient consequences were reported. Obstructed sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-nov-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve was defective causing a leak. Device evaluation details: visual analysis of the sheath revealed that the hemostatic valve was dislodged inside the hub component and two bents were observed on the dilator. The dilators outer diameter was measured, and dimensions were found within specifications. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator and a good known lab sample catheter were introduced through the sheath, it was determined that the obstruction felt by the customer could be related to the valve dislodged. A device history record evaluation was performed for the finished device number 50000126 and no internal action was found during the review. The issues reported by the customer were confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-oct-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4) it was identified during internal review that information was mistakenly omitted from the initial report. The omitted information is as follows: it was confirmed that no section of the device separated. It seemed that the hemostatic valve dislodged inside the hub but not outside the hub. The sheath was not used on the patient. As the sheath was not used on the patient, no blood return was observed.